Event description:
It was reported the patient had an advance sling implanted on an unknown date. His incontinence had improved significantly but returned a couple months later. The patient was informed of movement restrictions but while performing a field job, he stressed the inguinal area "extremely" and his incontinence came back. The advance sling was not explanted and the patient went with an artificial urinary sphincter on (B)(6) 2020.